Manufacturer narrative:
Sample availability is unknown. Should the sample become available a follow-up medwatch will be submitted.

Event description:
The home patient reported a reload set 161 alarm on a home choice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by crack in the four prong cassette. The four prong cassette was replaced and the therapy was restarted. No patient injury or medical intervention was reported related to the event.